Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report being at the emergency room on (B)(6) 2012. The customer denied to troubleshooting the insulin pump. The customer stated that she was at the hospital due to low blood glucose of 30 mg/dl. No further info was provided.